Manufacturer narrative:
Device not returned. Additional manufacturer narrative: the device is not available for return and evaluation because it remains implanted. However, the DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance. Through follow up with the surgeon, it was alleged in the op report the edwards mitral pericardial valve distorted the aortic annulus creating new aortic insufficiency which required treatment (avr). See MDR 2015691-2014-02178 for s/n (B)(4).

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported via the implant patient registry that a 3300tfx 19mm bioprosthetic aortic valve implanted approximately two (2) days was explanted and replaced with a 3300tfx 19mm. It was also noted the patient expired after implantation of the second aortic valve. Through investigation, it was learned this case involved a (B)(6) male patient who had a recent myocardial infarction treated with percutaneous intervention with drug eluding stents. The patient returned to the hospital one (1) week later with in-stent thrombosis of the stent and myocardial infarction. In addition to the coronary artery disease, the patient exhibited wide open mitral regurgitation resulting from infarcted cardiac tissues due to the myocardial infarction. He was taken emergently for coronary artery bypass and mitral valve repair (mvr). Mitral valve replacement (mvr) was performed with a 31mm 7300tfx edwards pericardial valve. Post-mvr, the patient exhibited aortic insufficiency. At first, the surgeon felt it was due to one of the sutures used to close the aortotomy as it was noted one suture caught the aorta and affected the native aortic valve. This suture was cut and the surgical area was secured appropriately. Despite intervention, the patient persisted with native valve aortic insufficiency. At that time, the surgeon felt the aortic annulus was distorted by the edwards mitral prosthesis. Aortic valve replacement (avr) was performed using an edwards pericardial valve. A ¿small degree¿ of aortic insufficiency was still noted after placement of the edwards aortic prosthesis. Due to the long operative time, it was felt it was best to leave the valve as is and conclude the case. Post-operatively, the patient¿s condition deteriorated on post-operative day #1. He continued to be in cardiogenic shock, multiple organs failed and the patient had severe acidosis after the emergent surgery and the st segment myocardial infarction. Echocardiography was performed indicating right ventricular dysfunction was secondary to external compression of the heart and he aortic insufficiency of the edwards aortic pericardial valve continued. The patient was taken back to the operating room for exploration and treatment the night of post-op day #1 and the morning of post-op day #2. An intrapericardial clot was evacuated and the aortic valve was assessed. It was noted to be generally well-seated but an area was noted in the confluence of the right and left coronary sinuses where at least one of the valve pledgets had pulled through very tenuous tissue resulting in aortic insufficiency. The first edwards pericardial aortic valve was explanted and a new edwards aortic prosthesis was successfully implanted. The patient was placed on ECMO to provide circulatory support to allow time to assess the permanent versus temporary extent of the multi-system organ failure. A few hours after returning to the ICU, the patient had a large amount of bloody chest tube output. The ECMO cannula was readjusted with some decrease in chest tube output. Anemic, the ECMO flow worsened. Resuscitation was attempted, but it was determined the resuscitation would not be successful. Patient¿s status was discussed with the family. The decision to withdraw care was made. The patient expired upon discontinuation of ECMO.